Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips by a customer that the unit's patient circuit clogged. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the rse and customer found an error list of the device and it was determined that the blower was defective, and the air inlet and fan filters were dirty. Further information is pending.

Manufacturer narrative:
A quote for repair was sent but was not accepted by the customer. Multiple attempts were made to obtain the device's operational status, but no response was received. If additional information is received at a later date, a supplemental report will be submitted.